Event description:
The patient stated last weekend she had a loss of therapy benefit. It was noted that the change of therapy /symptom was reported as sudden. The patient stated she noticed the device was off, turned therapy back on and noticed that symptoms improved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient was just learning how to use the controller and change the program. The patient did not know she had turned it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.